Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion and was returned for disposal. Routine initial device testing indicated that detailed analysis was required. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was at end of life (eol) battery status with a monitoring voltage of 2.69v. Longevity calculations were not able to be performed because there was no elective replacement indicator (eri) timestamp. Eol was declared while the device was implanted, due to a charge time of 45 seconds. Laboratory technicians performed manual capacitor reformations; normal charge times and charge time outs (charge times of 45 seconds) were observed. The device case was opened so internal circuitry could be inspected. After removing the high voltage capacitors, a terminal wire connecting a component to the capacitor was found to be broken at the connection point with the capacitor. Detailed analysis determined the terminal wire was making intermittent contact, which resulted in the device having both good and bad capacitor reformation results. Analysis of the fracture surfaces revealed evidence of a transgranular fracture indicating a brittle fracture mode.